Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was evaluated by the customer. The device's software was reloaded to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred, and the customer reloaded the software to address the issue. The device has been returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a service required alarm was observed. The device's machine flow sensor was found to be contaminated and was replaced to address the issue.